Event description:
Dental abutment fracture.

Manufacturer narrative:
The doctor reported that two rs straight trans mucosal abutments in a dental bridge were replaced due to fracture of the retentions. No patient complications were reported. The parts were returned to the manufacturer for evaluation. Investigation found a break in the abutment screws rs3404. The root cause here stems from mis-use by the dentist during surgery, when tightening was performed beyond the torque load 15 ncm, as indicated in corresponding adin's instruction for use. The manufacturer's trend analysis shows that fracture of abutment screw is a low rate adverse event.